Event description:
The patient was recently seen and found to have an infection in their neck area and then had their lead removed. The patient was hospitalized and receiving IV antibiotics. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device

Event description:
It was reported that the vns was explanted a few weeks after implant due to infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device